Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the modular chemistry drip tray on synchron lx20 pro clinical chemistry system was full with fluid, which leaked onto the floor. The electrolytes failed calibrations, and no erroneous patient results were generated. The customer did not have direct contact with the leaked fluid. The operator did not seek medical attention, and no injury was reported. The leaked fluid may have contained diluted ise drain fluids, ise reference, ise buffer, calibrators and controls. Msds was not reviewed and it is unknown if the facility has a risk management plan. A field service engineer (fse) visited the site on (B)(4) 2012, and identified an occluded drain valve. The fse disassembled the valve, cleared the occlusion and reassembled the unit. The engineer also replaced the modular chemistry sample probe due to an occlusion. The cause of the event was occluded drain valve.